Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn chd suture. The client reported that the surgical needle is detached from the suture thread before use.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing two open samples with the needle detached from the thread (thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account that the open samples of the picture received show the needle detached from the thread and the thread still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 2.76 kgf in average and 2.49 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements: 1.83 kgf in average and 0.61 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received, only pictures. Final conclusion: taking into account the pictures received showing two defective samples, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.